Event description:
Customer reported a 3rd degree burn (1x3 cm) on a pt's left anterior thigh. The burn was noted under the clamp of the electrosurgical cable. The pt reportedly underwent wide incision and primary closure, however, the outcome is unknown. An investigation of the incident was completed.